Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage and labelling issue occurred. The target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 2.25x38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient's body, it was noted that the mounted stent got flared and it was unable to be used. When the device was checked, the label on the package and the device lot number were noticed to be different. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. Synergy ous mr 2.25 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged in the mid-section with stent struts were lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Device is a combination product.

Event description:
It was reported that stent damage and labelling issue occurred. The target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 2.25x38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient's body, it was noted that the mounted stent got flared and it was unable to be used. When the device was checked, the label on the package and the device lot number were noticed to be different. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.